Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained vt and non-sustained rv oversensing were observed. There were instances of loss of capture and noise. The pace/sense portion of the rv lead was capped and replaced with a new low voltage rv lead on (B)(6) 2016. The procedure was successful